Event description:
The reporter stated gel leaked from the product.

Manufacturer narrative:
No device or sample was returned for investigation. A detailed batch history record review was performed and showed that all required specifications were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.